Manufacturer narrative:
The referenced pump exchanges were previously reported under medwatch MFR report numbers 2916596-2015-02079 (driveline compromise), 2916596-2016-01077 (driveline compromise), 2916596-2016-01236 (thrombus) , 2916596-2016-02097 (outflow graft only, thrombus). (B)(4). Approximate age of device ¿ 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was being followed for several months by the implanting center and had recurrent admissions for noncompliance, an ongoing common driveline infection and coagulation problems. On an unspecified date, the patient was transferred from an outside facility to the implanting center with signs of sepsis. The patient was started on intravenous antibiotics, but progressed to multisystem organ failure and was intubated. Despite multiple attempts to reverse the sepsis, the patient progressed to end-stage organ failure. And expired on (B)(6) 2017. It was reported that the pump seemed to be functioning adequately. There were no reported device issues. The patient¿s ongoing driveline infection, which began in (B)(6) 2015, was not previously reported to the manufacturer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection and sepsis could not be conclusively determined. Infections and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.